Event description:
On 10/05/2021 it was reported by a sales representative via email that an ar-3680 fibertak button popped out completely. This occurred during a proximal bicep tenodesis. After drilling and inserting the button, the surgeon pulled back on the sutures to set the button in place and did successfully, he lifted the patients arm off the table indicating the button was set. However when he went to pass the whip stitched suture tails through the button with the fiberlink shuttle stitch the button popped out completely.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation or excessive force used during suture passing/tightening /tensioning.. As no further investigation was able to be performed no change in harm was identified.